Manufacturer narrative:
Details of complaint: the eeg technician reported that the artifact was not shown correctly during a procedure and the patient had no response to the stimulation when they should have. They tried using a different grass stim system and the patient responded to that one. It was noted there was a difference in pulse width from our system to the grass system. There was no patient harm reported. Investigation summary: additional troubleshooting was performed by nk neurology engineering services, and the troubleshooting suggested that the nk ms-120bk device was causing the issue. The complaint device is not available for evaluation. The customer stated that they would purchase a new ms-120bk device and would not send the device for repair as it is out of warranty. Without the evaluation of the complaint unit, a definitive root could not be identified. Nk will continue to monitor and trend for this issue. Additional device information: d10 concomitant medical device: the following device was used in conjunction with the eeg-1200aa: stimulator: model #: ms-120bk, serial #: (B)(6), device manufacturer data: ni, unique identifier (UDI) #: (B)(4), returned to nihon kohden: na.

Event description:
The eeg technician reported that the artifact was not shown correctly during a procedure and the patient had no response to the stimulation when they should have. They tried using a different grass stim system and the patient responded to that one. It was noted there was a difference in pulse width from our system to the grass system. There was no patient hard reported.